Event description:
It was reported that the right ventricular (rv) lead had sudden high thresholds. Diminished r waves were also noted. During the revision procedure the helix of the lead would not retract. When the lead was removed tissue was noted in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead was extrinsically bent. The analyst noted that the number of turns to extend and retract the helix is greater than specification due to the helix being bent. This is not a lead failure. All electrical testing was within specified parameters. Concomitant products d314drg implantable cardioverter defibrillator (ICD)  2012-(B)(6), 6996sq implantable tachy lead 2012-(B)(6). (B)(4).